Event description:
It was reported that an occlusion alarm occurred. Customer reverted to alternative pump, however continued to use same infusion set and cartridge. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.